Manufacturer narrative:
Device evaluated by MFR.: the 2cm peripheral cutting balloon (pcb) was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. Visual examination of the blade/pad revealed an approximately 5mm section of the proximal end of one blade was detached from its pad. The detached section of blade was not returned for analysis. The remaining 15mm of the blade and the full blade pad was fully bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or marker bands of the device, and visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that blade damage occurred. This 2cm peripheral cutting balloon was chosen to treat the 95% stenosed target lesion was located in the inner shunt. During withdrawal, the blade was noted to be bent. All blades were removed from the body and the procedure was completed with a different device. No complications were reported. However, returned device analysis revealed blade detachment.